Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the cheekbones with 1 ml of juvéderm® voluma® with lidocaine. One month later, the patient presented with ¿blisters, swelling, and redness¿ at the injection site. The patient began taking antihistamine. The ¿inflammation and redness¿ decreased but the patient still has some lumps that is not reabsorbed and there is some ¿post-inflammation bag in the eyes.¿ the event is ongoing.